Manufacturer narrative:
.

Event description:
The patient reported multiple surgeries, a hematoma and an infection. The device was replaced. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.